Event description:
Additional information was received on 30jun2021. The procedure performed for the patient prior to use of closure device was a neuro diagnostic procedure using a 6fr procedural sheath. A pre-deployment angiogram was performed. When pulling back, the whole device came out to include anchor. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal evolution device was returned for product evaluation. The evolution device was returned mated with hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the device was found to be mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was observed to be completely released and collagen partially exposed. The button of the device was noted to be soft. No other visual anomalies were noted with the device. Functional testing was performed. Digital force was applied to the anchor, deploying the collagen and suture unspooled releasing the compaction tube from the hemostasis sheath. Once the green mark on the tamper tube was visible, button was pressed to release the remaining suture. No functional anomalies were noted. Based on the evaluation performed, the complaint could be confirmed for the failure mode of "deployment difficulties". The device was functionally tested, and no anomalies were found. No anomalies were found with the device upon functional testing. Based on the evaluation, no conclusion can be drawn to the cause of the anchor not catching the arteriotomy. Likely cause could be incorrect positioning of the sheath prior to setting the anchor. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device did not deploy. The patient was stable, and the procedure outcome was successful. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product.